Event description:
During a pci procedure, balloon deflation difficulties were encountered. The quantum maverick monorail balloon required 30 seconds for deflation. The lesion being treated was a calcified and 99% stenotic lesion in a very tortuous lad. The procedure was completed with a different device. No patient injuries or complications were reported. Patient status is listed as "good."